Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system would intermittently not fully initialize. The rtos circuit board was replaced and system successfully initialized numerous times. Software and cal files reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 went blank while at the print menu and another menu appeared. Also reported that the system would auto swap and auto save images without user input. No pt involvement reported. No pt information reported.